Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was 951 mg/dl. The paramedic found them lying on the kitchen floor, they had the insulin pump on hand and it was suspended, they suspected customer lying on her floor for 12 hours when they found them. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of reported event. The customer was treated with intravenous insulin infusion at the hospital. Customer was rushed to emergency room and treated with syringes. Customer performed the high pressure test and test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.